Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck keypad in the insulin pump.  Troubleshooting was performed and found there was no stuck button alarm received. It was reported that there was no response from any of the buttons and the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, however, failed the self test. No unresponsive keypad noted during inspection. Pump error 63 alarm was noted during testing. Successfully downloaded history files using thus. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variable info = 03) was recorded and found in the formatted history file on 12/13/2022 08:47:00.000 and 01/03/2023 12:07:18.000 due to broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing.the following were noted during visual inspection: scratched lcd window(minor), overlay scratched, cracked keypad overlay, pillowing keypad overlay, serial number label(faded). Pump error 63 alarm was confirmed. Pump error 63 alarm due to broken trace on u1 keypad assembly. Cosmetic damage was noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.